Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for multiple patients. This is the second of two (2) reports.

Manufacturer narrative:
Specific information with regard to the number of patients affected, ages, genders, and weights were not provided. Although the office identified four (4) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4807958, 48010957, 4814785 and 4818326. The office could not recall patient or incident details. The office reported that the doctor removed the restorations and repeated the procedures for each of the patients. To date, the patients are doing fine. The products were not returned; therefore, visual evaluations were performed on retained samples from each of the lots, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.